Manufacturer narrative:
The tube was not available for investigation. The device history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes. This report is the fourth of seven tubes reported by the same customer.

Event description:
The caller stated that he had (7) 8lpc tracheostomy tubes that leaked before the 29 days. The caller stated that this occurred on unspecified dates from (B)(6) 2011 to the day of this report on (B)(6) 2011. The caller stated that he uses saline to pour down the trach to liquify the secretion and then uses his lung pressure to cough up the secretions. The caller also stated that this leaking occurs around a connector that he uses from another unspecified manufacturer. The tubes have been discarded.